Event description:
The customer stated discrepant total psa results were generated on the architect i2000sr analyzer. A patient specimen generated an initial result of 4.34 ng/ml that repeated at 2.83 ng/ml after assay calibration. The customer had tested patient samples after preventive maintenance had been performed on their architect analyzer. Qc was not run after maintenance was completed. Two days later, qc was run and was out of range and assays were recalibrated. Patient samples previously tested were repeated and discrepancy in results were noted. The customer stated they are reviewing the suspect results reported with the medical director to determine if corrected reports are needed. There was no report of impact to patient management.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, and the instrument service history. Based upon the available information, a definitive cause for the customer's issue could not be identified, and no product deficiency was identified. The customer observed discrepant results on the architect i2000sr instrument after preventive maintenance was performed. It was determined that no controls were run to verify the instrument was performing per specifications. After calibration of the total psa assay, controls passed successfully, indicating the instrument is performing per specifications. The architect system operations manual provides adequate information regarding the requirements on the collection of specimens, as well as, the limitations of results interpretation. The operations manual also provides information regarding the running of controls as verification after component replacement due to maintenance. The architect total psa assay package insert also provides adequate information in regards to describing suitable specimens, results, interpretation of results, as well as, the limitations of the procedure. Based upon the available information, no product deficiency was identified during this product evaluation. The issue was resolved by recalibrating the assay and running qc. The instrument is performing per specifications.

Manufacturer narrative:
(B)(4); no known impact or consequence to patient (B)(4); incorrect or inadequate test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.